Event description:
Customer reported the alarm has power but does not sound. Customer did not provide a date when a issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the alarm has power but does not sound when it should. The case is dented and cracked near tone selector button and the case is dented and cracked near the battery door. (B)(4).